Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump monitored in 50c oven for several days and no button error alarm noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube, stained end cap sticker and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 236 mg/dl. Troubleshooting was not performed. The device was returned for analysis.